Manufacturer narrative:
(B)(4). It was reported that a patient underwent a left tibia intramedullery rod procedure on (B)(6) 2011 and topical skin adhesive was used on the skin. On (B)(6) 2011, the patient developed a surgical wound infection and a culture was done which identified methicillin-resistant staphylococcus aureus, citrobacter freundii and enterobacter cloacae. The patient was started on vancomycin and imvanz intravenous on (B)(6) 2011. The patient is currently in physical therapy and has no evidence of infection.

Event description:
It was reported that a patient underwent a left tibia intramedullery rod procedure on (B)(6) 2011 and topical skin adhesive was used on the skin. On (B)(6) 2011, a culture was done and identified (B)(6). The patient is currently in physical therapy and has no evidence of infection.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.